Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. After pre-dilatation with a 1.5x12mm balloon, the 2.5x15mm xience prime stent delivery system (sds) was advanced to the target lesion and the stent was implanted followed by post-dilatation with a 3.0x12mm non-compliant balloon. However, a distal edge dissection was noted; therefore, a 2.5x33mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.